Event description:
The customer reported the biopsy channel of the evis lucera gastrointestinal videoscope was blocked. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the biopsy channel was clogged with foreign material. The channel was clogged by a rubber material cap of an instrument. After flushing and cleaning with a brush, the foreign material was removed and the scope became normal. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The customer found no malfunctions with the reprocessing accessories, no delay of pre cleaning or manual cleaning, normal aspiration of water/detergent during pre cleaning, and normal brushing of channel, port and suction cylinder. The device was returned to olympus for inspection, and the customer's complaint was confirmed. After removing the foreign material, the scope worked normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.